Event description:
Procedure: gastric bypass. According to the reporter: the egia60axt reload with peri-strips (psd6006uv) used with the idrive (c2014l143) was fired on lesser curvature of the stomach. Stapler seemed to fire normally as far as speed, but surgeon did observe some unusual tissue dragging. The reload was opened after firing and surgeon saw that the majority of staples did not form properly, and that the stomach was now open. Surgeon attempted to use another egia60axt which also resulted in tissue dragging, so surgeon had pa stop firing and opened the reload, which resulted in malformed staples and open stomach. Surgeon went on to use the same handle with egia60amt reloads with peri-strips and egia60avm reloads with no issues. Surgeon stated he may have encountered previous ta staple line from 2001 bypass with non-transected stomach. Surgeon had to hand sew gastrojejunostomy. Current patient status is unknown. Sales rep was not present at the time of issues with the stomach transection, but was present for several hours after and observed no complications with remainder of reload firings. There was unanticipated tissue loss. Did not result in unintended colostomy, formal laparotomy, and re-operation. Device fragment or component did not fall into the patient cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).